Event description:
Pt spiked temp 3 days after tube placed. G-tube site was red and swollen with crepitus noted around site. G-tube discontinued. T-bars holding tube and bowel in place noted to be broken. Tube feeding leaked into interstitial space. Pt required large debridement of tissue surrounding g-tube site.